Event description:
It was reported that after inserting the intra-aortic balloon (iab) a leak had occurred and blood was seen in the iab. The customer replaced the iab with a new one. After inserting the second iab, the console generated a fiber optic sensor failure alarm. The pressure was taken from the side port of the sheath and planned to later be obtained via the central lumen. Therapy was concluded after five days. There was no patient harm or adverse event reported. This report is for the 2nd iab used in this event. A separate report has been submitted for the 1st iab under mfg report number 2248146-2022-00934.

Manufacturer narrative:
Complete event site name: (B)(6) hospital. Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).